Event description:
It was reported that a customer's son's insulin pump, which was four years old, was incorrectly indicating it was out of insulin despite having sufficient supply. There was no reported impact to the customer¿s blood glucose level. The caregiver suspected the issue might be related to the new insulin, lyumjev, which had been used for six months. There was no additional information regarding actions taken, and technical support was contacted for further assistance.